Event description:
On 12/08/89 an aus device was implanted. Sometime between 1989 and 1995 the balloon was revised. On 3/24/95 the pump was revised. On 9/08/97 the entire device was removed from the pt and replaced due to recurring incontinence and fluid loss-connector. Ams has requested add'l info.